Event description:
It was reported that patient underwent an initial left total hip arthroplasty on (B)(6) 2013. Patient was revised on (B)(6) 2013 due to unknown reasons. The modular head and taper adapter were removed and replaced. Subsequently, patient was further revised on (B)(6) 2015 due to leg length discrepancy.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-02366 / 02367).